Manufacturer narrative:
(B)(4). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA-(B)(4) is currently open for the reportable malfunction of iipv/over delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(4) 2010 during drain cycle 5. The patient's fill volume was 2000ml. The patient's drain volume was 3278ml. Which meets iipv criteria. No patient injury or medical intervention was reported.